Event description:
Customer called regarding the field notification letter. Customer stated that the drive support cap is protruded. Customer reminded not to manipulate or push on the drive support cap while connected. The insulin pump must be replaced.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk.